Event description:
A ventilator dependent pt intubated wtih a size 6 dct, disposable cannula low pressure cuffed tracheostomy tube was found unresponsive due to disrupted ventilator support. The facilities incident and investigation reports indicate that in addition to the incorrect ventilator settings and failure of the low inspiratory pressure alarm, the swivel adaptor was found detached from the 15mm connector of the device. It is unknown how long the device was in sue or what type of tracheostomy care was performed. However, based on the reported events it is not believes that the 6dct device malfunctioned or caused the event. The device was discarded in error and as such is not available to be returned to the MFR for identification, analysis and investigation.